Manufacturer narrative:
UDI not available as product manufactured before 9/24/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via a holter monitor episode showing loss of capture on the lead. The patient was brought into the clinic and all thresholds were tested, and the physician concluded that they looked good. No changes were made, and the patient would continue to be monitored